Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer has resumed insulin pump therapy. The customer also stated they have been experiencing high blood glucose. The customer was disconnected from the call before any troubleshooting could occur. No additional information provided.